Manufacturer narrative:
The patient was without monitoring for 2-5 minutes while swapping in a good monitor. No patient harm was reported. They were provided with the part numbers for the needed replacement parts for an on-site repair. They will replace each component, one at a time, until the failed component is identified and report back to nihon kohden which component failed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) spontaneously shut down, due to a failed power board or power supply.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) spontaneously shut down, due to a failed power board or power supply.

Manufacturer narrative:
H10: additional narrative: details of complaint: customer stated device will not operate without ac power. Battery will not charge. Without ac power, device failed while on patient use which caused interruption in patient monitoring for 2-5 minutes. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: nk ts provided part number for possible part failures. Device was into service on 11/20/2010. Warranty expired on 11/20/2015. There are no other service tickets created this device. Attempts were made to obtain additional information regarding reported incident. Customer was not able to provide additional information. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Please see attached DHR review form. The root cause could not be determined. No additional incidents have been reported since (B)(6) 2019.